Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient developed an infection at the lead site after a fall. The patient experienced lead site discomfort, pain at the ipg site, and some abdominal stimulation. The patient was prescribed with antibiotics. All components were explanted and will not be returned per hospital policy.